Manufacturer narrative:
Date of event is estimated. The explanted device was discarded.

Event description:
It was reported that the patient experienced pain at the ipg site. As such, surgical intervention took place wherein the ipg was explanted and replaced with a smaller ipg to address the issue.